Event description:
On (B)(6) 2013, the ssu representative from maquet in (B)(6) reported that the arterial pump on the hl20 console serial number (B)(4) displayed error 'stop --' and stopped pumping. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu and the control board, motor control board and interconnection board were replaced and the issue was resolved. (B)(4).